Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that while in use when suturing the needles bend.

Manufacturer narrative:
Samples received: 4 unopened and 1 open pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. The needles of the closed samples received are the current and usual ones. The bending strength test was not to be conducted for these micro-needles. The bending strength depends basically also from the form of the profile. Since this needle types are on the market the profile has not changed so the hardening process has correlation with the bending strength. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled internal requirements. Remarks: to avoid damaging needle points and swage (attachment) area, the needle should be grasped in an area from 1/3 to 1/2 of the distance from the swaged end of the point. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.